Event description:
Pt was placed on couch for CT scanner and the tech prepared the medrad power injector. The tech set up the contrast and normal saline as normal from the normal saline bag and a multidose contrast vial. Once the chambers were completed in filling the tech stated the air gaps were taking out of the syringes. The IV line was primed prior to placing it on the patient. The IV line had already been flushed and connected to the patient. The tech went to the console to start the scan. The patient went through the whole scan without difficulty until the end. He began to fill uncomfortable and moaning. The tech went over and tried to sit him up thinking he had a reaction. The patient went into asystole, code started and within 10 min rosc. Tech went back to review scan and approx 80cc of air had traveled through the arm into the heart ventricle. Dates of use: 4 years. Diagnosis or reason for use: machine sequestered for (B)(4) to service.